Event description:
It was reported that the device illuminated the service indicator and logged an event code in the memory. There was no patient use associated with the event. Physio-control evaluated the device and verified the reported issue and also found it unable to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control isolated the cause for the issue to be the biphasic pcb assembly. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.